Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 69 mg/dl. After the troubleshooting was done, the customer was advised to insert a new aaa alkaline battery. Customer was advised to monitor the insulin pump and will be sending a battery cap to rule out an possible issue. The customer did not want to do any troubleshoot on the other alarm and she just want to document the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.